Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the affected common compute controller (ccc) to resolved the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The error was confirmed during a system logs review. The ccc was visually inspected, where no issues were found. The unit was taken to a programming station where persist logs were attempted to be pulled. Once the unit was powered on, it was unable to connect, which prevented persist logs from being pulled. The unit was then installed on a known good testing equipment and powered on, where again the board could not be seen. A console is not connected image was displayed on the vision side cart (vsc) upper monitor, and the ccc could not be seen. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the console was not connecting to the rest of the system. The technical support engineer (tse) noted it was an internal board issue. The patient was already asleep and the system would not be able to be used. The patient remained asleep while an xi system was transferred and the procedure was completed using an xi system. The procedure was aborted to another da vinci post-anesthesia. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was identified post-anesthesia, but prior to port placement. They aborted the case to a da vinci xi system prior to port placement.